Manufacturer narrative:
Manufacturer's report date: 03/19/2015. Internal file no: (B)(4).

Event description:
Additional information: the customer reported that a dilaudid 30ml 1:1mg/ml pca syringe was noted to be empty sooner than expected. A new syringe was hung at 0700 infusing per demand dose 0.8mg and around 1000 the syringe was noted to be empty when the user felt there should be been 12mls remaining. The customer requests event log review for all programming and volume infused.

Event description:
The customer reported a pca dose was to be 18mg, but they believe 30mg was delivered. The customer is requesting an event log review for programming and volume infused.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.